Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 438mg/dl. The caller stated that the insulin pump is cracked near the reservoir. The mother stated that his blood glucose meter was reading less than what he actually has. The caller stated that blood glucose meter was reading 438mg/dl when the hospital lab was reading 695mg/dl at the same time. Advised the caller to discontinue use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump was received with cracked case at display window corner and on reservoir tube. However, the insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump communicated properly with the one touch ultralink bg meter.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.